Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0002648920-2018-00222.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06146 and 06150. Device location unknown.

Event description:
It was reported patient underwent right knee arthroplasty approximately 2 years ago. Subsequently patient was revised due to pain since day one, bone loss in the tibia, and loosening of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: uc articular surface, 14mm, ve right (fem 4-11, tib ef) (p/n: 42522200514); all-poly patella, 32mm x 8.5mm (p/n: 42540000032); cr femoral, narrow, size 11, right (p/n: 42502007002). Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.